Event description:
It was reported that the patient had concerns that the pump was not working properly. The patient had experienced a change in therapeutic effect culminating in mild withdrawal, though it was unknown when the symptoms began. It was indicated that they wanted to check the function of the infusion system and specifically discussed a catheter dye study. The device system was used to deliver hydromorphone, clonidine, and bupivacaine. Nine days later, it was reported that the patient had an increase in pain about two months prior to report. On the day of report, a dye study was performed, though no dye was seen reaching the intrathecal space. A priming bolus was then programmed for the volume of the catheter over the following twelve minutes.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11169r40, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Catheter: model 8709, lot #j11169r40, explant date: (B)(6) 2013. (B)(4).

Event description:
The patient was having ¿horrific pain¿ in 2012. The pump dose was increased many times. The pump study was done because the patient thought there was something wrong with the pump. The study showed that the catheter had slipped out of the spinal cord. The pump and catheter were replaced.